Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient stated that the adhesive pad loosened and v-go fell off within 6 hours of wear.